Event description:
On december 21, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. At an unspecified time, the patient obtained a result of "131 mg/dl " on the reporter meter. Based on the meter reading and the fact that he was planning on eating a donut, the patient took units of "humalog" insulin. Later that same day at around 11:00 am, the paramedics were contacted to his workplace. At that point, the patient was described as being uncooperative and combative. He was unwilling to have an IV started by the paramedics. The paramedics were able to test the patient's blood glucose using one of their unidentified devices. They obtained a result of "55 mg/dl." At the same time, the paramedics tested the patient with the reported meter and got a result of "120 mg/dl." The patient was given 2 glucagon injections. An unknown time later, the paramedics again tested the patient's blood glucose. The paramedics obtained a result of "65 mg/dl" with their device and "178 mg/dl" on the patient's meter. No further information was provided. It would have been helpful to know the following information: what the patient's medication regimen is, what time the dose of "humalog" insulin was taken, and if the patient actually ate the donut and/or breakfast prior to the event. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusions: two meter-to-other meter comparisons were performed. Based on statistical methodology, the calculated differences of the reported glucose results exceed the expected value of <=30% and/or <= 30 mg/dl. The patient took insulin based on the meter reading and what he was planning on eating. He developed symptoms and was treated for hypoglycemia by the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.